Event description:
A customer contacted baxter's technical service center to report feeling too full while on the homechoice (hc) machine during dwell 2 of 5. The technical service representative (tsr) assisted the home patient (hp) with bypassing to drain 2 of 5. The hp drained 6122ml and drain stopped. The hc went to fill 3 of 5. The tsr had the hp stop fill. The fill volume was 82ml and started manual draining. The drain volume was 101ml and flow stopped. Draining relieved symptoms. The hp's programmed fill volume was 2200ml. Based on the reported drain volume (6122ml) and the largest prescribed fill volume (2200ml) this event meets increased intraperitoneal volume (iipv) criteria. The hp started therapy dry and stated that he had not had any alarms since the start of therapy. In cycle 1 the ultrafiltration was -238 ml. The hp stated that he was using a 6l 4.25% bag on the heater line and a 6l 2.5% bag on the supply line. Heater bag was full and the supply bag was about half full. The hp stated that his weight had been normal around 163 lbs but he did have some edema in his legs and feet prior to starting therapy. The hp stated that the swelling had come down since the start of therapy. The tsr assisted with end of therapy early procedure. Tsr will swap the hc machine and the hp would notify his peritoneal dialysis nurse. Global pharmacovigilance contacted the pd nurse. The patient has been noncompliant with treatment which was described as not performing four manual exchanges a day. Per the pd nurse, the patient's noncompliance lead to his edema in his legs and feet. Since being switched to the cycler, the patient has been compliant and the edema in his legs and feet are resolving. Per the pd nurse, she saw the patient in 2009 and he did not mention this to her. The event of feeling too full was resolved in 2009 (unknown date).

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery.